Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue could not be identified. Review of the event history log (ehl) showed a high-pressure alarm. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.

Event description:
It was reported that an occlusion alarm was triggered. The event occurred while patient use at patient¿s home. There was no patient harm or adverse event reported.